Manufacturer narrative:
The t:slim user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. During troubleshooting with tandem technical support, customer indicated that there had been no interaction with the pump for 12 hours. Customer indicated that the auto-off feature would be turned to off. There was no impact to customer's blood glucose level as the pump was being used in a saline trail.